Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve into an existing non-medtronic 21 millimeter (mm) surgical valve, the valve was deployed at an implant depth of 1 mm. A transesophageal echocardiogram (tee) identified severe central aortic insufficiency (ai). As result, the physician crossed the valve with a pigtail catheter to try to dislodge a potential stuck leaflet. A post balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon in another attempt to fix a frozen leaflet, however the ai did not resolve. The physicians agreed that a torn leaflet was the cause of the ai. Ultimately, an additional transcatheter valve was implanted at the same depth. The post tee showed no residual ai and no paravalvular leak (pvl). The procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us serial/lot (B)(6), use by date 2024.01.14, UDI (B)(4). Additional information was received which reported that pre-implant balloon aortic valvuloplasty (bav) was performed prior to the implant of the valve (B)(6). According to the physician, it is possible that the leaflet tore while withdrawing the dcs from the left ventricle. No additional adverse patient effects were reported. Updated b5. Updated d 10. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.